Event description:
It was reported that the patient had a cardiac arrest on (B)(6) 2025 between 7 and 9 am. A cause for the cardiac arrest was not identified. A week prior to the cardiac arrest, the patient had low flow alarms, which resolved with intravenous fluid hydration. A cause was not determined for the low flow alarms. There were no additional low flow alarms noted after (B)(6) 2025. The patient was resuscitated with fluids and received multiple rounds of epinephrine. The implantable cardioverter defibrillator (ICD) was interrogated and had no significant findings. A head computed tomography (CT) scan had findings with concern for anoxic brain injury. The patient passed away on (B)(6) 2025 due to the cardiac arrest and hypoxic brain injury. The death was determined to have not been device or therapy related. They believed the device operated as expected based on log file review. Log files were submitted for review. It appeared that the event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient outcome could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. The log file captured occasional low flow alarms, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. No other notable events or alarms were captured, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.